Event description:
It was reported that the patient was brought into the emergency room and was spontaneously breathing but had a persistent cough and a tickle. When the tracheostomy tube was removed approximately half of it was not attached. The patient was taken to an outpatient room for a bronchoscopy and it was discovered that the main tracheostomy tube had broken off at the fenestration and the lower portion had slipped into the patient's bronchus. The reporter stated that the ear, nose, throat person (ent) had to dilate the patients cartilage since he had a previously reconstructed trachea surgery and stenosis. The tracheostomy tube was grabbed with forceps. The patient was re intubated. The patient is being treated with albuterol and patient's current prescription was increased from once a day to twice a day. No steroids are being administered.

Manufacturer narrative:
Information reported suggests that the cuffles fenestrated tracheostomy tube was used in a manner inconsistent with the manufacturer's labeling and the patient use was exceeded by five months or longer. The manufacturer's directions for use states under: indications for use: the devices are intended for use in providing tracheal access for airway management. The fenestrated devices (fen, cfn) are also indicated when the use of fenestrations is desirable in order to safely and effectively wean a tracheostomy patient. When used in conjunction with the decannulation plug (dcp), the fenestrated tracheostomy tube can provide a means of weaning and/or phonation for the patient. Use of the decannulation plug (dcp) with the fenestrated tracheostomy tubes forces air though the fenestrations and around the tube, and into the upper airway and vocal cords. Caution: the shiley tracheostomy tube is classified as a disposable medical device. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician. Warnings: all inner cannula with twist-lock connectors provided in this package should not be used on any other tube because, they are fitted to the exact length of this tube. During and after attachment of respiratory or anesthesia tubing and/or connectors to the inner cannula, avoid application of excessive rotational, linear, or rocking forces on the tubing and/or connectors to prevent accidental disconnection of the inner cannula, or damage to the tracheostomy tube. Caution: to avoid applying pressure against the patient, the neckplate may be stabilized with your free hand during the locking procedure. Verify that the twist-lock connector engages securely after each use. If parts become worn or loose, immediately report this to your physician for prompt replacement of the tracheostomy tube. Warnings: do not use solutions or chemical agents other than those recommended in the table below to clean any part of the tracheostomy tube, as this may result in tube damage. Do not soak any part of the tube in hydrogen peroxide or any other solution. No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. Photographs of the reported tracheostomy tube and the tube's associated lot number were provided for the manufacturer's review. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.